Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. It was later identified that a commingle occurred during manufacturing. The root cause of the reported issue is attributed to a manufacturing deficiency. Multiple complaints were identified that involved a 46mm bearing and a 44mm bearing that did not measure the size listed on the box they were packaged in. They are related due to the fact that both lots are manufactured in warsaw west, of the same part family, and manufactured at the same time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). G2 foreign: united kingdom. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a g7 dual mobility bearing that was implanted into the patient was recalled. There have been no reports of harm or injury to the patient reported and no revision reported to this date. Due diligence is in progress for this complaint; to date no additional information or product has been received.